Manufacturer narrative:
Section f completed by baxter. Pump evaluation found that the reported condition was not confirmed. The pump was within specification for rate and volume accuracy.

Event description:
Pump reported with overinfusion of an epidural at a rate of approx. Twice what was set. The pt was not harmed, the "block was very effective and the pt was happy." Test by anesthesia personnel confirmed the problem.